Event description:
A review of the manufacturer's in-house programming data found that device diagnostics were within normal limits.

Manufacturer narrative:
.

Event description:
It was reported by a vns patient that she had nerve damage. She stated that no intervention has been taken because no doctor will see her. Follow-up to the patient's current treating physician revealed that they had only seen the patient once as a new patient and she provided no report of any issues. Additional relevant information has not been received to-date.